Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks post implant, the right ventricular (rv) lead exhibited increasing to high thresholds. There was intermittent capture at maximum output in both unipolar and bipolar pacing. Review of a fluoroscopy could not confirm if the lead had moved since there was no previous x-ray, however a dislodgement was suspected. The physician chose to remove the lead and replace it with an active fixation lead. No patient complications have been reported as a result of this event.